Event description:
This MDR is related to MDR 3013840437-2022-00067, referring to the same patient. This consumer report was received from a taiwan consumer and concerns a female patient. She was injected with radiesse, into the nose area (off label use of device), in (B)(6) 2022. The patients medical history included several micro-plastic surgeries. She went to the clinic for a micro-plastic surgery and radiesse to make the nose more three-dimensional. As reported, she wanted to make her nose more beautiful. As reported, some physicians believed that this kind of surgery had certain risks and were reluctant to perform it. In (B)(6) 2022, after the radiesse injection, the patient experienced that her left eye felt uncomfortable. As her condition was getting worse, she was immediately sent to the hospital. It was found that the radiesse ran into the left eyeball. Although it was urgently removed by surgery, it still caused blindness in the left eye, and a long scar was left on the face. Due to the provided information, the outcome of the events was considered as not resolved. Internal database correction was performed on (B)(6) 2022: following internal review, the event ran into the eyeball was added and coded as device dislocation, and the initial narrative and assessment were amended accordingly.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event ran into the left eyeball (pt: device dislocation), was deemed to meet the serious criteria of surgical treatment was necessary due to permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.